Manufacturer narrative:
Patient weight now available.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. Unable to reproduce the reported problem; system took 2d and 3d images with no problems. Review of logs found recoverable errors 63 & 164. Both errors cleared after a re-boot and did not return. The imaging system passed all tests and was returned to service. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system would not take x-rays during a spinal fusion procedure. A site representative had accidentally hit the lift and shift button. Surgery was delayed approximately five minutes due to this issue. The surgeon opted to complete the procedure without the use of the imaging system, using live fluoroscopy instead of navigated instruments to place the implants. There was no impact on patient outcome.